Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 146 mg/dl at the time of the incident. The customer stated that when she changed the set, it twisted out and the little black washer popped out of the pump. The customer stated that the rim of the reservoir compartment is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.